Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. During ehl review it was found that the pump logs showed a "power down" and "battery depleted" alarms. These alarm events pause the delivery of the pump until the error is addressed. After investigation the results indicated a reportable malfunction due to the pump event history logs (ehl) showing a "power down" and "battery depleted" alarms. During visual and functional testing, the pump performed as intended with no issues noted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.

Event description:
The customer returned the product for the damaged power cassette and power supply voltage drop test show battery failures, and during physical inspection it was found that the pump event history logs (ehl) showed a "power down" and "battery depleted" alarms. These alarm events pause the delivery of the pump until the error is addressed. After investigation the results indicated a reportable malfunction due to the pump event history logs (ehl) showing a "power down" and "battery depleted" alarms. The event happened during testing, and there was no patient involvement. The event occurred before patient use.